Event description:
New information received notes that the patient was dependent and had a junctional escape rhythm. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2020. The patient condition was unknown.